Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient said that their controller keeps "freezing up on me" when charging implantable neurostimulator (ins), which started "about a month ago". They said they have to keep resetting controller because of this. Pt talked to manufacturer representative (rep) today at healthcare provider (hcp) appointment and was told to call patient and technical services(pats). Recharger telemetry module (rtm) gets hot on the paddle part. Pt said they called previously and got replacement equipment. Pt says managing hcp is a dr. The issue was not resolved. A request was sent to the repair department to replace the rtm.